Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient received the recharger antenna (rtm) replacement but their ins still depleted fast and their controller battery depleted fully when charging their ins before they could charge their ins to 100%. The patient met with their healthcare provider (hcp) and their hcp instructed the patient to request a new li battery pack. The patient also noted their settings would fluctuate from 3.5-5 randomly and the settings would be intense. Patient services specialist (pss) reviewed with the pt and confirmed the pt did not have adaptive stim on their controller in each program. Pt said their hcp would invite the mdt rep. To the next appointment to inspect the ins. Pt said they charge their ins every night but they were supposed to charge every 3 days after they met with their mdt rep. For reprogramming "maybe in march." Pt said they were able to charge their controller to 100%. Pt noted they were in group b program 1 and 2. The patient was redirected to their hcp and manufacturer representative for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient rep orted that after they were redirected to their manufacturer representative (rep) and healthcare provider (hcp) to address the issue of their ins depleting faster and the settings changing unexpectedly, the rep they talked to thought that a new battery should be put in the controller. The pt stated that they had called twice and asked if a new battery could be sent and some of the times it was turned down.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for unknown indications for use. It was reported that the pt said they went to their hcp yesterday and had their ins checked by their rep. The rep advised the pt to call for a li battery replacement since their controller was depleting before they could get their ins recharged. Pt inspected the recharger (rtm) and did not notice any damage however, pt said they do notice their rtm getting hot while recharging sometimes. An email was sent to the repair department to replace the rtm. Additional information was received. It was reported the patient received the recharger antenna (rtm) replacement but their ins still depleted fast and their controller battery depleted fully when charging their ins before they could charge their ins to 100%. The patient met with their healthcare provider (hcp) and their hcp instructed the patient to request a new li battery pack. The patient also noted their settings would fluctuate from 3.5-5 randomly and the settings would be intense. Patient services specialist (pss) reviewed with the pt and confirmed the pt did not have adaptive stim on their controller in each program. Pt said their hcp would invite the mdt rep. To the next appointment to inspect the ins. Pt said they charge their ins every night but they were supposed to charge every 3 days after they met with their mdt rep. For reprogramming "maybe in (B)(6) ." Pt said they were able to charge their controller to 100%. Pt noted they were in group b program 1 and 2. The patient was redirected to their hcp and manufacturer representative for next steps. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported that after they were redirected to their manufacturer representative (rep) and healthcare provider (hcp) to address the issue of their ins depleting faster and the settings changing unexpectedly, the rep they talked to thought that a new battery should be put in the controller. The pt stated that they had called twice and asked if a new battery could be sent and some of the times it was turned down.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6) ) found no anomalies; the rtm never got hot after running it for 10 mins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.